Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored and no unexpected low battery alert alarms or unexpected shutting off or powering down occurred during testing. The pump was received with stripped battery cap coin slot, bleeding display, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a damaged battery cap from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery cap was too tight and they were not able to open it. The customer mentioned that he had trouble with the battery not lasting so long. The customer stated that the pump suddenly switched off at night, leaving him to wake up with high readings. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.